Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received a message on insulin pump and was having difficulties setting up insulin pump. It was reported that customer's blood glucose was between 30 mg/dl and 40 mg/dl. Customer was not able to troubleshoot due to being asleep. Customer would call back.